Event description:
Clinician has paused therapy as patient's periwound was inflamed and irritated.

Manufacturer narrative:
Based on the limited information available to smith & nephew at this time, this event is deemed to be a serious injury pursuant to 21 c.f.r. Part 803.3.